Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-may-2026, a sales representative reported via (B)(4) that the ar-6068-25tl 25°, tight curve, left, quickpass lasso broke where the metal tapers down from thick to thin. This issue was discovered during a case; all fragments were retrieved, and no patient harm occurred.